Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the overlay assembly out of specification; the stylus skipped on the overlay. The system fan was also noisy, upper hinge plate damaged, and lower case feet worn. (B)(4).

Event description:
The programmer was returned to the manufacturer after being exchanged for another programmer. It was analyzed and tested out of specification. There was no patient involvement.